Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial under-sensing was observed on atrial tachycardia/atrial fibrillation (at/af) episodes recorded by the device leading to early termination of episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.